Event description:
It was reported that a syringe adaptor set was obstructed. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: one device and photograph were received for evaluation. The returned photograph was reviewed; however, a flow issue could not be confirmed or refuted. The actual device was visually inspected, and it was noted that there was an excess of solvent around the tube (y connector). Functional testing was performed, and a flow of liquid was confirmed throughout the set until the y connector. Through manipulation of the set, the tube was detached from the y connector. A visual inspection confirmed the obstruction was related to a blockage within the tube, causing an occlusion and leading to the flow issue. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.